Event description:
Reported biased quality control results for amon on their vitros 950 system. Biased results of the magnitude observed may lead to inappropriate physician action. No pt sample results were reported. There was no report of pt harm as the result of this event.